Event description:
Watson osteotome handle broke off while dr. Was hitting it with a mallet. Nothing impacted the patient. The patient was not harmed, and all pieces were accounted for. Ref #17001 serial number (B)(6). The instrument was saved and given to spd navigator to clean.